Event description:
Customer reports that insulin pump was dropped but did not suffer physical damage. Customer also reports to have received a blank screen. It was found that customer had rechargeable batteries in insulin pump. Insulin pump passed self-test during troubleshooting. During troubleshooting, customer changed batteries and display screen returned. Customer was advised that battery cap would be replaced. Customer also reports to have received a weak battery, low battery and failed battery test. Customer's blood glucose was unknown. No further iinformation provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.